Event description:
Reference number (B)(4). Event occurred in the united states it was reported that, the patient did not remove the needle guard before inserting the cannula which caused it to bend on (B)(6) 2024 . No further information available.